Event description:
It was reported that during the return revision of stratafix sutures from the distributor a non-authorized labeling on secondary packaging was noted. The distributor confirm that the products involved were labeling by them. The following data were added by the distributor as part of labeling, storage conditions, sanitary license, lot, qr code and data importer.

Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: how was the product purchased? Those products were purchased by johnson & johnson del ecuador to ethicon for official source. Also, the loc sold those products to invimedic. It`s an authorized distributor in ecuador. Seems to be that, invimedic performed a non authorized labeling for our products. That event was escalated to ethicon according our procedures. Is there an indication of how the product was distributed? See answer above please. Is there any indication of the source? See answer above please. Based on the packaging, is there any indication of which market the original genuine product may have come from? See answer above please. Was the device used on a patient? If so, was there any patient consequence? Not applicable. There weren´t patient consequesces. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength: 2360 g/m. Events reported via: 2210968-2022-04728, 2210968-2022-04729 and 2210968-2022-04730.

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 07/18/2022 h6 component code: g07002 - device not returned h6 component code: c22 - photo analysis this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 photo analysis: this is an analysis of six photos submitted for review. During the visual analysis the following was observed: the photos show unauthorized data on the label superimposed on the product boxes. According to the procedures it is a critical defect. As part of our quality process, the manufacturing records for this lot serial number were reviewed and manufacturing standards were met prior to the release of this lot. According to the information currently available, the label shows unauthorized data during the investigation of the received photographs. This product issue will be addressed through ethicon's quality system. Complaint information is additionally tracked for potential safety signals through complaint trends as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m events reported via: 2210968-2022-04728, 2210968-2022-04729, 2210968-2022-04730 and 2210968-2022-04731.